Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted lead was not returned per hospital policy.